Event description:
It was reported that patient presented to the clinic after receiving inappropriate hv therapy due to svt. Reprogramming changes were made and the patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.